Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax and an unspecified bard/davol perfix plug (device #1) on (B)(6) 2009. It is also alleged by patient attorney that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2009- patient was diagnosed with direct right inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per op notes, ¿a direct hernia sac was identified in the right inguinal region and was dissected. A perfix plug (device 1) was placed into the defect and sutured¿. On (B)(6) 2011- patient was diagnosed with recurrent right inguinal hernia, thereby underwent laparoscopic repair with implant of 3dmax mesh (device 2). Per op notes, ¿massive scar tissue was excised. The perfix plug was pulled away from hernia sac which was a direct hernia. A large indirect hernia sac was identified and dissected. A 3dmax mesh (device 2) was placed against the anterior abdominal wall and tacked¿.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2009) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d3, d4 (product lot no., product catalog no., expiry date, UDI no), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol 3dmax device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax and an unspecified bard/davol perfix plug (device #1) on (B)(6) 2009. It is also alleged by patient attorney that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."